Manufacturer narrative:
(B)(4). Batch #: u9397f. The device was returned with the bottom portion of the I blade out of the lower jaw channel; the lower jaw channel was damaged. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. Due to the condition of the device a reposition jaws and reactivate alert screen could be displayed during the procedure. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. Additional information was requested, and the following was obtained: did the patient suffer any adverse consequences? There were no adverse consequences for the patient.

Event description:
It was reported that during a diagnostic laparoscopy, the product kept giving the message reposition jaws and try again. Handle for jaws wouldn't close. Opened a harmonic to complete the case. It is unknown if there were any patient complications.